Event description:
The account alleged the side rails would not latch. No patient impact. MFR - 3006697241-2013-00188.

Manufacturer narrative:
The account found the side rail latch plates are bent. The account bent the side rail latch plates to the correct position to resolve the issue.